Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01366 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2015-01367 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band of the first speedband device (MFR report #3005099803-2015-01366) failed to deploy. The procedure was completed with another speedband superview super 7 device. The day after the procedure, the physician noted that the band deployed from the second speedband device (MFR report #3005099803-2015-01367) had fallen off from the varix leaving a scab on the site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device for analysis. Visual examination of the returned device found some residue present indicating use/handling. There was no issue noted with the extension tube. Physical examination of the ligator head found all seven bands present with two blue bands moved out of position. The suture knots were removed from the first two teeth and the last two teeth. The suture was intact but the ligator teeth were damaged. The trip wire was noted not secured in the handle assembly slot, with the proximal loop retracted into the handle. The trip wire was wrapped ½ revolution around the handle spool and the wire adjacent to the metal cannula was bent. There was no evidence present that the trip wire had been secured prior to receipt for evaluation. Functional evaluation of the handle was performed by turning the handle knob at 180 degrees; no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy has been confirmed. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01366 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2015-01367 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band of the first speedband device (MFR report #3005099803-2015-01366) failed to deploy. The procedure was completed with another speedband superview super 7 device. The day after the procedure, the physician noted that the band deployed from the second speedband device (MFR report #3005099803-2015-01367) had fallen off from the varix leaving a scab on the site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.